Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet left atrial appendage occluder was chosen for a procedure using a 12f torqvue 45x45 delivery sheath. During procedure, after three partial recaptures it was determined that a larger device was needed for better tissue opposition, as color flow around the device and minimal compression was seen with the 25mm amulet. There was no additional product experience other than the mis-sizing occurred on the 25mm amulet and it was removed from the patient prior to release from the delivery cable. A new 28mm amplatzer amulet left atrial appendage occluder was chosen and placed with a single position attempt with a 14f torqvue 45x45 delivery sheath. The device position met close criteria, angiography and color flow doppler showed no leaks around the device, and a 30 second tension test was performed with no movement noted on echocardiogram (echo) or fluoroscopy. The device was released and the case was finished. Heparin was reversed with 50mg of protamine at the conclusion of the procedure. The patient was recovered in the hospital for several hours and echocardiogram prior to discharge showed no abnormal findings. On (B)(6) 2025, it was reported that patient had died at home the night he was discharged from the hospital. The cause of death was device-related pulmonary artery erosion and pericardial effusion. The autopsy report disclosed as 400ml of blood was found in the pericardial space. The left atrial appendage was found to be intact. No device material or stabilizing wires were observed outside of the left atrial appendage. The pulmonary artery demonstrated an erosion site of 15mmx10mm on the external wall of the pulmonary artery, and a 2mm defect on the internal wall of the pulmonary artery. The post-mortem report speculated cause of erosion from an interaction between the left atrial appendage and the pulmonary artery.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of patient-device incompatibility (implant-related tissue damage), pericardial effusion and patient death was reported. A returned device assessment could not be performed as the device was not returned for analysis. There are multiple risk factors for pericardial effusion after a left atrial appendage closure procedure, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, patient anatomy, multiple recapture of devices, and the trans-septal puncture. Field indicated that three partial recaptures were performed before exchange with larger device. Field also noted that cause of death was device-related pulmonary artery erosion and pericardial effusion. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported patient-device incompatibility could not be determined. The reported pericardial effusion and death could be related to procedure. However, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Furthermore, this complaint was reviewed by abbott. The reviewer stated that, the presence of an intact laa with no evidence of an injury or protrusion of anchors through the laa make it difficult to determine the exact mechanism for erosion. Nonetheless, the cause of death is procedure related.